Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on )b)(4) 2017 with the following findings: during investigation, there was evidence of a short battery life illustrated with a 14 count voltage drop leading to a cs 128 alarm. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly. The sleep current readings were above specification. The reported "short battery life" complaint was duplicated. The pump's cover was removed and the sleep current returned to specification after unplugging the continuous glucose monitor module from the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Method code:(B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.